Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site, and no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not cut during a combined cataract/vitrectomy procedure. Aspiration was present. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. The probe was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with no movement of the inner cutter. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe sample had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The cause of the actuation failure cannot be determined from the evaluation performed. The cut functionality of the returned probe was unable to be tested and the cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).